Manufacturer narrative:
This supplemental report is being submitted to provide the trend analysis and investigation conclusion. The reported complaint was not confirmed and therefore a definitive root cause could not be determined. The reported failure may be attributed to a faulty transducer or footswitch, neither of which were returned to olympus for evaluation. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined no issue, no failure observed on the device. Functional testing was performed and the device passed testing with no issue observed. In addition, burn in test was performed for half an hour, re- tested, and no problem detected with the device, however, the device software version needs to be upgraded. The user facility was informed regarding the software upgrade. Root cause of the reported issue is unknown as the reported failure was not confirmed. The device passed all functional testing with no issues observed.

Event description:
It was reported that during preparation for use, the device was found to be broken, equipment not working. There was no patient involvement on this report. No user harm injury reported due to the event.